Event description:
The customer reported that the sys fluoroed twice by itself while the sys vertical lift was being used. The sys beeped when the vertical lift button was released. The tech looked at left the monitor and saw a live image. The footswitch was disconnected. Problem began during a case. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep was unable to duplicate the problem. The sys is operating as intended.